Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged post-operatively and exhibited high / increasing thresholds and under sensing. It was suspected that the helix "fixation might be insufficient."the lead was repositioned and remains in use. No patient complications have been reported as a result of this event.